Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was giving them a high alert to check blood glucose. The insulin pump also had an open circle on it. The customer's blood glucose level during the incident was 355 mg/dl. The customer was assisted and was able to clear the alarm during the call. The open circle disappeared. The customer's current blood glucose level was 288 mg/dl. Troubleshooting was performed for high blood glucose. It was also noted in troubleshooting that the drive support cap was sticking out. The insulin pump would get bumped up against walls because of where they work at. The customer was advised that the device would be replaced and agreed to return the product for analysis.